Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer. The patient weight was reported to be (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37791 serial# unknown product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a 376 error code in (B)(6) 2017, indicating an antenna temperature failure. The patient¿s stimulation stopped the morning of the report but the recharger would not charge. Additional information received from the patient reported that the replacement antenna resolved the issues of stimulation stopping and recharger not charging. The patient reported it was recharging their implant much faster too. No further complications were reported/expected.